Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient sleeps on their back and the ins wakes them up because it gets hot/warm in their body. They thought it was just something they had to get use to initially. It was also reported that they have to wear a pad all the time because they leak all the time and they are not sure if it¿s the pressure from the pad pushing on that point, but they are also experiencing pain in the pelvic floor. It was clarified that the ins is for gushing which she has more at night and not during the day. The ins is only somewhat helping but not where they want it yet. The patient is getting (B)(4) reduction of symptoms, and it was worse initially, but it has gotten better. Patient is tweaking it and they are on program 2 at 1.9v. When the patient is sitting, their ins hurts, but when they stand up, they are fine. It was suggested to try decreasing amplitude, and the patient was offered assistance, but declined. Patient will follow up with their healthcare provider (hcp) to discuss symptoms and expectations regarding therapeutic effect. Patient did meet with their doctor on "the 4th." The hcp checked the device and said it was fine. There was a little bit of scab, but it is almost gone. Patient called in on (B)(6) 2017. Patient has experienced a loss or change of therapy, and want instruction on how to change programs. Patient indicated that the hcp said it was okay to change programs. The patient experienced urinary symptoms the night of (B)(6) 2017, "getting wet." It was concluded that therapy was on. During the call, the patient changed programs and increased stimulation to a comfortable level. Patient responded to a letter. The circumstances that led to reporting the lack of bladder symptom relief, implant getting warm while sleeping, and pain in the pelvic floor was the patient was experiencing pain while sitting and their ins was warm while sleeping. The experienced pain has been decreased, but the implant still wakes up the patient. They will discuss the issue at their next hcp appointment. The hcp responded to a letter. The cause of the urinary symptoms, implant getting warm while sleeping, and pain in the pelvic floor was they are related to the "sns" stimulation and ongoing incontinence. The urinary symptoms, implant getting warm while sleeping, and pain in the pelvic floor have not been resolved. No further patient complications have been reported as a result of this event.